Manufacturer narrative:
The pod was received with the cannula deployed and pink slide insert visible through the top housing viewing window. Upon investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. Although no issues were found, we cannot determine when the device deployed, and the reported event could not be conclusively determined. Inspection of the cannula assembly found that the cannula measured the correct full length according to specification, and there were no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this bend occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin. Additionally, it could not be conclusively determined if the cannula was dislodged from the insertion site.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure and dislodged cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48-49. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s bg (blood glucose) reached 270 mg/dl while wearing the pod between 36 and 48 hours. The needle mechanism failed to work as intended during activation, the pink slide did not move forward. The father also reported that the cannula was found dislodged from the infusion site (abdomen). For treatment, they changed the pod and bolused through the pod. The patient's blood glucose history is as follows: (B)(6).